Event description:
The customer reported a blood leak of two milliliters around the laser area of the coulter lh 750 hematology analyzer as well as liquid on the counter. The leak was not contained. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
(B)(6). Service was dispatched for this event. The field service engineer (fse) found the sample line from the bottom of the flow cell was not connected at the bottom port. The fse cleaned the area and reseated the tubing at the bottom port of the flow cell. The instrument was returned into operation after completion of repairs. The cause of the event was tubing disconnected at the bottom port of the flow cell. No discrepant results were generated for this event, however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).